Event description:
It was reported that the customer had a button error alarm. Customers blood glucose level was 210 mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased buttons dome switch. No button error alarm during our testing. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.